Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient's husband, reported on behalf of his wife, a right side implant rupture. Confirmed via breast exam. The device remains implanted.

Manufacturer narrative:
Physician confirmed "no signs of intracapsular rupture and neither extracapsular. No periprosthetic fluid". The event of rupture is no longer reportable. The record is no longer reportable to the FDA. There is no complaint against the device. The device is not PMA approved.

Event description:
Physician confirmed "no signs of intracapsular rupture and neither extracapsular. No periprosthetic fluid". The event of rupture is no longer reportable. The record is no longer reportable to the FDA. There is no complaint against the device. The device is not PMA approved.